Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit without specific description. On (B)(6) 2018, the unit was triaged and service found that the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician finding of no audio¿. The unit was triaged and the reported condition was confirmed. The unit was disassembled and a visual inspection found component u14 of the audio circuit to be damaged, resulting in bent leads, lifted pads, and broken traces. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.